Manufacturer narrative:
Continuation of d10: product ID: 97745; serial#: (B)(6); product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they weren't getting any relief from the implant so they stopped using the implant. The issue began 6 to 8 months after getting the implant. Patient would get readjusted once a week or sometimes more than once a week but the issue didn't resolve. Patient was trying to get an MRI and didn't know how to put device into MRI mode. During the call patient plugged the controller into the ac power and the memory problem message displayed. Patient changed date and time. Patient confirmed the controller was charging with a green flashing light. Agent advised patient to call back after charging the controller for passive recharge instructions. Patient reported they adjusted frequency and it worked but stopped on day 2. Patient stated they will be having it removed.